Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt within the moderately tortuous forearm vessel. Access was obtained using a non bsc introducer sheath and a non bsc guidewire was advanced to the target lesion. A 4.0 x 40, 75cm mustang balloon catheter was used for dilation. The balloon was inflated to unspecified atmospheres on the 1st and 2nd inflation. On the third inflation, the balloon had ruptured at 20 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.